Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at a glaucoma follow up assessment for cataract surgery, the surgeon found a black fiber in the anterior chamber of the operated eye. The fiber appeared to be attached to the iris and thus, was not floating around the eye or dislodged to the posterior segment. The patient is booked to come back to the surgeon in 3 days for fiber removal. Through follow up, we found out that the surgeon believes the suspect product to be the dib00 model intraocular lens she implanted previously. The patient returned on (B)(6) for a secondary surgical procedure, removal of the fiber from the anterior chamber using capsulorhexis forceps. The patient will be reassessed post operatively. No patient injury has been reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 25-jun-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the returned material and found a fiber was observed on the returned swab. The fiber was forwarded to an external laboratory for fourier transform infrared spectroscopy (ftir) analysis. Results of the analysis showed the material was consistent with a cellulosic material (e.g. Cotton, rayon, lint). The raw data output was compared against the manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was ¿twtx604non woven wipes¿ with a 0.4938 correlation. The complaint issue "foreign material - loose" was identified during evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.